Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a tapp procedure, after insertion of trocar into the cavity, the white parts for housing came off upon removal of obturator. New one was opened to correct the problem. Age and weight: not available. Last patient's status: good.